Manufacturer narrative:
The insulin pump passed displacement test and unexpected restart error test. No unexpected restart alarm noted. The device had a cracked case at display window corner, cracked battery tube threads, partially broken reservoir tube lip and stained address or serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that they got unexpected restart on insulin pump. The customer's blood glucose was unknown. The customer received another unexpected restart alarm after a battery change. The insulin pump will be returned for analysis.